Event description:
Device switching on automatically. Reportable us only.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on (B)(6) 2012. Reported issue not confirmed. Devices returned for the reported fault of switching on automatically usually display symptoms including an excess current drain, and multiple manual power ons mainly of ten-minute duration recorded in the history log. The current drain was measured within specification throughout the investigation and there were no ten-minute manual power ons recorded throughout the device history. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. Reportable us only.